Event description:
It was reported that the system was removed within a year of implant due to infection, which was determined to be endocarditis. Vegitation was found on the right ventricular (rv) lead. The system has not been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead -(B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.